Manufacturer narrative:
Isi has not received the units involved with this complaint for failure analysis. Therefore, the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted if the units are returned and/or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs revealed that system error codes 25596 and 30 occurred. A system error 30 is an informational error that is generated when the system detects a communication issue between the mtm armnets of the console and rac. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was initially reported that prior to the start of a da vinci-assisted surgical procedure, the site encountered a recoverable system error #25596. A system error #25596 is generated when the system detects a wheel communication problem. The site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse walked the site through performing a hard cycle of the surgeon side console (ssc). The tse also asked the site to move the right master tool manipulator (mtmr) around and restart the system. After doing so, the system reportedly started ok. Thirty minutes later, the site called the tse back to report that the system alarmed with a system error #25596 again. As a result, the site made the decision to abort the da vinci-assisted surgical procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced the remote arm controller (rac) and mtmr to resolve the system error #25596 issue. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) involved with this complaint and completed investigations. The mtm was returned for failure analysis, and the reported failure (i.e. Error 25596) was unable to be reproduced, but could be confirmed as having occurred via field error logs. A visual inspection was performed. Sine cycle was performed without any issues. The mtm passed functional testing. Isi also received the remote arm controller (rac) involved with this complaint and completed investigations. The unit was returned for failure analysis but the reported failure could not be replicated. This unit was installed into a test system and passed functional testing without any errors.